Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during a gallstones procedure performed on (B)(6) 2025. During the procedure, the handle was fractured. The procedure was completed with another same device. There were no patient complications as a result of this event. The patient's condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: the returned trapezoid rx was analyzed, and a visual inspection found the guide side car rx was pushback 5mm. The sheath was detached and accordioned. The working length was found kinked. The handle was found broken. The reported event was confirmed. Based on all available information, the side car rx pushback may result from excessive force applied to the thumb ring during stone fragmentation. This force can cause the working length to retract, pushing back the side car rx. In some cases, the entire device may retract, leading to sheath detachment or buckling due to pressure overload. Additionally, the same applied force may put the entire device under a lot of pressure, potentially causing the handle to break. A kink in the working length can occur due to operational factors such as manipulating the device through difficult anatomy, the technique for device manipulation, or the interaction between the device and scope (hitting against a hard surface). Therefore, the most probable root cause is adverse events related to the procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during a gallstones procedure performed on (B)(6) 2025. During the procedure, the handle was fractured. The procedure was completed with another same device. There were no patient complications as a result of this event. The patient's condition following procedure was stable.